Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bypass of gastroenterostomy the surgeon clamped tissue (not thick), put the device on the firing mode and started to fire; however, the device stopped firing after advancing slightly. Once jaws were opened and closed, attempt was made again; however, nothing improved. Replaced by new sulu, the device worked fine. Gender: not available. Age and weight: not available. Last patient's status: good. Operating time not extended. No additional tissue resection or damage. Nothing fell into the cavity. No bleeding.